Manufacturer narrative:
(B)(4). Batch r59f1f. Investigation summary: the analysis results found that the ats45 device was received with no apparent damaged and with a tr45g cartridge loaded on the device. The returned reload was partially fired 1/10. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete, and the staples were noted to have the proper b-formed shape. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown cardiovascular procedure, the stapler, with green reload, no buttressing material, wouldn't fire on the first firing. The stapler was removed from the patient and a second like stapler was used to complete the procedure. There were no patient consequences reported.